Manufacturer narrative:
The device was not returned for analysis. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Choose a pipeline flex embolization device with labeled length that is at least 6 mm longer than the aneurysm neck. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the middle section of the pipeline flex device was flat around the proximal turn and failed to open after both the distal and proximal end of the device opened and opposed the vessel wall. Visibility of the middle of the device was challenging due to bony structures. In order to address the kink in the pipeline a scepter balloon (4mmx15mm) was used to post dilate the pipeline. It did help open the pipeline less than moderately at the site of the kink. The post intervention angiogram showed normal flow through internal carotid with moderate flow into the aneurysm. Angiogram also highlighted kinked pipeline flow-diverting device through the proximal genu. This event occurred during the treatment of a right distal internal carotid artery aneurysm that was unruptured. The aneurysm was amorphous with a max diameter of 9mm and a neck of 4mm. The distal landing zone was 3.5mm and a proximal zone of 4.25mm. The anatomy was moderate in vessel tortuosity. The devices were prepared and used per the instructions for use (IFU). No patient injury occurred.